Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump restarted randomly. Customer blood glucose reading was 7 mmol/l. Caller stated all information was deleted after changing the battery; only the basal rates remained. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device passed unexpected restart error test and displacement test. No unexpected restart or any other alarm noted after battery change or reset time or date anomaly noted. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address or serial number label.